Event description:
The customer reported that on (B)(4) 2011 erroneously low creatinine (crem) results were generated from a unicel dxc 800 synchron system for two patient samples. Beckman coulter inc. Assessment of customer supplied data indicated that, upon multiple repeat on another instrument, the crem repeat results were higher and considered valid. Amended reports were issued. The initial crem results were released from the laboratory however there have been no reports of death, serious injury or modification to patient treatment associated or attributed to this event. The customer noted there were crystals in the picric acid before mixing the reagent. Level 1 instrument crem quality control results during the timeframe of the event were within customer established specifications, however slightly below mean value. No sample collection/handling information or patient demographic information was provided by the customer.

Manufacturer narrative:
Service was not dispatched to the site for this event. Beckman coulter inc. Assessment was performed by customer telephone assistance. The beckman coulter inc. Representative stated that per labeling, the reagents must not have crystals present before use. The representative recommended that the customer warm the reagent and get the crystals into solution before mixing the reagent and putting it on the system. Although pre-analytical handling may have contributed to the event, a definitive root cause for this event has not been determined to date.